Event description:
Pt called lfs alleging that their meter would not power on. Pt reported feeling shaky and unable to test four days prior to calling. Pt explained that their "vision was affected". Pt did not take any actions following the attempted use of the meter, however, on one occasion pt reported eating something because pt was feeling dizzy. Pt did not receive any medical care from a health care professional. Pt did not have a back up device to test with. Pt explained that pt could not tell if their blood glucose was high or low. Based on the info provided, there was no evidence that the meter contributed to any serious injury. The customer service rep walked pt through inserting a test strip with the contact bars end first and facing up, nad checking that the batteries were good and they were correctly installed. The meter was replaced due to an unresolved power issue.